Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2019-01281; 341-14-705, s807 - pain, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to pain.